Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.

Event description:
During a clinic follow-up, a decrease in the longevity was observed on the device and premature battery depletion was alleged. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Preliminary analysis revealed that the device was cut open for further inspection, and damaged was observed. The battery was sent for inspection. Battery analysis for this product was unable to be completed as the product is unable to be located. If the product located in the future, the analysis for the device will be completed.